Event description:
It was reported that the lead dislodged and exhibited loss of capture. The lead was explanted and replaced. The patient was in stable condition post the procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.